Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself on automatically. A device switching itself on automatically, if left undetected could result in battery becoming depleted.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in february 2011 and that it had performed to specification up to february 2012. The info obtained from the device showed the device failed a weekly self-test on 02/17/2012 because of a low battery. The info obtained from the device showed the device was switching itself on automatically resulting in manual power-ups of 10 mins in duration occurring on (B)(4) 2012 and continued consistently up to (B)(4) 2012. Investigation confirmed there to be a fault with the device membrane. This fault caused the device to switch on automatically, which caused the early depletion of the pad pak (lot 610). Pad pack (lot 610) had a use until date of 03/2013. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.